Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located in the proximal edge of the proximal transition zone in the balloon. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09jul2019. It was reported that balloon inflation failure and leak occurred the target lesion was located in a vein. A 10.0x40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation, the balloon did not expand. The device was removed and when the balloon was inflated outside the patient's body, a leak of contrast media was visually observed from the balloon. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.